Event description:
It was reported to boston scientific corporation that a rotatable oval snare was to be used during a polypectomy procedure. According to the complainant, the physician noted that the cautery pin had detached from the handle during preparation of the device. Therefore, it was not used inside the patient and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was to be used during a polypectomy procedure. According to the complainant, the physician noted that the cautery pin had detached from the handle during preparation of the device. Therefore, it was not used inside the patient and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached from the handle. The diameters of the handle and cautery plug were found to be within manufacturing specifications. The device extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. Review and analysis of all available information failed to indicated a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.